Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
As reported to coloplast, although not verified, the patient with this device experienced vaginal bleeding after a fall, no active bleeding seen on exam, suture lines intact, no blood in vaginal vault. Subsequently, the patient felt a pop while lifting and has pain in the suprapubic area and lower abdomen since. Later, the patient experienced urinary urgency and flank pain, and a urinary tract infection.